Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel (asp) was dispatched to the customer site and it was determined that the battery needed to be replaced to return the device to working condition. The asp replaced the battery to resolve the reported issue. Operational testing was conducted, and the device passed all required testing.